Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic non-incarcerated ventral incisional hernia repair with mesh. The patient had revision surgery 1 years and 1 months post-surgery. The patient experienced recurrent hernia due to failure of the mesh, migration of the mesh, contraction, revision surgery, dense adhesions to the mesh, deformation of the mesh, pain, and ultimately removal surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. The patient experienced recurrent hernia due to failure of the mesh, migration of the mesh, contraction, dense adhesions to the mesh, deformation of the mesh, and pain. Post-operative patient treatment included revision surgery and removal surgery.